Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: product packaging, label, and delivery system were returned. The dilator and filter were not returned. The pusher catheter is bent approximately 29.3cm from the proximal end of the catheter. The bend in the catheter will be considered an incidental finding as no bends were reported by the user. It is possible the manner in which the device was packaged for return contributed to the bend in the delivery catheter. A backflow valve was attached to the y-adapter. No anomalies were noted to the delivery catheter or the introducer sheath. Functional/dimensional evaluation: the backflow valve was removed and reattached without issue. The storage tube was connected to the sheath without issue. All dimensional measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. All measurements met the required specifications. The attached backflow valve was able to be removed and reattached without issue. No anomalies with the device were noted. The investigation is unconfirmed for detachment of device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: detachment of components. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the sheath allegedly became separated from the rhv. No further information was provided. There was no reported impact or consequence to the patient.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the sheath allegedly became separated from the rhv. No further information was provided. There was no reported impact or consequence to the patient.